Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to erroneous results were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure (erroneous results) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested were acceptable in terms of both precision and accuracy (validation attached). All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin (lh) 83 units blood collection tube, the device experienced erroneous results. This event occurred twice. The following information was provided by the initial reporter. The customer stated: it was reported that lithium heparin tubes are contaminated with edta. (B)(4). I would also like to mention that we are seeing issues with the lithium heparin pst tubes (lot # 1098486), where the results seem to indicate the presence of interferent. We have had two incidents where the lithium heparin pst tube is suspected contaminated with edta anti-coagulant. The chemistry testing showed results where potassium's of 29.0 mmol/l and magnesium and calcium results of -0.0 mg/dl, these results are consistent with edta contamination. We did rule out any mis-handling by the collector as part of our initial troubleshooting.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tube, the device experienced erroneous results. This event occurred twice. The following information was provided by the initial reporter. The customer stated: it was reported that lithium heparin tubes are contaminated with edta. (Related to pr 3881601) I would also like to mention that we are seeing issues with the lithium heparin pst tubes (lot # 1098486), where the results seem to indicate the presence of interferent. We have had two incidents where the lithium heparin pst tube is suspected contaminated with edta anti-coagulant. The chemistry testing showed results where potassiums of 29.0 mmol/l and magnesium and calcium results of -0.0 mg/dl, these results are consistent with edta contamination. We did rule out any mis-handling by the collector as part of our initial troubleshooting.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.